Event description:
The user facility reported that the doctor had antegrade access on the left femoral artery with a 6 french 10 centimeter pinnacle sheath when he attempted to stent the distal superficial femoral artery (sfa) with a misago device involved. The physician rolled the wheel on the delivery system; however, the stent was not deploying. After manipulation of the system forward and backwards it started to deploy. The stent started to scrunch up; therefore, slight tension was pulled on the delivery system as the stent deployed. This caused the stent to elongate about 20-30 millimeters. The entire sfa was heavily calcified. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure was successful. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. Additional information was received on 05 oct 2022: another stent was placed in addition (within) to the elongated stent.